Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic pain, cystic mass, rectocele, and cystocele and mesh was implanted. It was reported that the patient underwent mesh removal/revision on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lavh, peritonectomy, adhesiolysis & uterosacral colposuspension. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).